Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-180mg/dl fasting. Verified the strips expire 07/13/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 372mg/dl and 337mg/dl fasting. Reviewed meter memory: (B)(6). Customer explains that she injected her usual 4 units of humalog (fast acting with onset of 30 minutes) and 6 units of humilin n approximately an hour later around 8am. Customer went on to explain that an hour later she felt symptoms and decided to monitor again with the freestyle, the result was 43mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-180mg/dl fasting. Verified the strips expire 07/13/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 372mg/dl and 337mg/dl fasting. Reviewed meter memory: 1:129mg/dl, (B)(6) 2015, 11:46:00 am, fasting: yes; 2:451mg/dl, (B)(6) 2015, 08:00:00 am, fasting: yes; 3:439mg/dl, (B)(6) 2015, 06:36:00 am, fasting: yes; 4:53mg/dl, (B)(6) 2015, 03:11:00 am, fasting: yes; 5:133mg/dl, (B)(6) 2015, 09:15:00 am, fasting: yes; customer explains that she injected her usual 4 units of humalog (fast acting with onset of 30 minutes) and 6 units of humulin n approx an hour later around 8am. Customer went on to explain that na hour later she felt symptoms and decided to monitor again with the freestyle, the result was 43mg/dl. No adverse event reported.